Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing fluctuating blood glucose (bg) levels (approximately 44-300s mg/dl). Bolus via the pump was delivered to address the high bg and carbohydrates were consumed to address the low bg. The customer was new to using a continuous glucose monitor and reported to have been "chasing" bg trends without allowing sufficient time for the corrective actions to metabolize/stabilize bg. The customer was to discuss the event with a healthcare provider.